Event description:
I had essure implanted on (B)(6), 2012 and have been suffering ever since. Chronic lower back pain, neck pain, buttock pain, abdominal pain, side and hip pain, muscle cramps in back, legs, buttocks and abdomen, chronic fatigue, depression, anxiety, muscle aches and pains, mood swings, excessive gas and bloating, nausea, vomiting, indigestion, loss of appetite, head aches, joint pain, loss of concentration, mind fog, missed periods, painful periods, night sweats, insomnia, rashes, sensitivity to sunlight, skin is tender to the touch.